Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the next few days post implant the extravascular (ev) lead sensing had dropped to 0.1mv and the patient was complaining of pain in the chest area. A computerized tomography (CT) scan was done and showed that the tip of the lead was outside the rib cage in the pectoral muscle. It was noted that at the implant procedure the patient had very difficulty anatomy with a very narrow sternum and during tunneling the tunneling tool was on the same height as the sternum no longer below the bone. The physician assumed this was caused by bad angulation and rounded sternum. The physician stated they never felt any resistance during tunneling. A lead revision was done a few days later and the ev-lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. It was further reported that at the post operative check approximately two weeks later the staples were removed from the sternal wound which was noted to be "minimally open". Redness was p resent and slight bleeding after staple removal was noted. Steristrips were applied. Additionally, it was further reported that the implant tunneling tool was suspected to be related to the extravascular (ev) lead being placed outside the rib cage into the pectoral muscle, causing the patient pain in the chest area.

Manufacturer narrative:
Continuation of d10: ev240163 ev-lead, implanted: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.